Manufacturer narrative:
The date received by manufacturer was incorrectly reported. This is a follow up report to correct the date received by manufacturer from 6/26/2023 to the correct date of 7/20/2023.

Event description:
While the customer was using a cavitron 300 series g310 they allege that the handpiece was overheating. Investigation found no water flow to the hand piece due to debris buildup in water filter causing overheating.no injury was reported from the alleged event.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: qa: dh. Root cause: emv hp;cable,conn/gun cable open. No operation due to an open condition in the handpiece cable water leaking from sterimate handpiece debris buildup in the water filter. Note: replaced damaged/worn components and recalibrated unit to factory specs. Cause for hand piece to overheat is the water was not coming through the handpiece cable making the 360 handpiece/sterimate hot because of no water coming through the handpiece cable. Furthermore, when added new handpiece cable to the unit the 360 handpiece/sterimate was leaking and needed to be replaced also. When putting the new handpiece cable on and the new 360 handpiece/sterimate the new handpiece did not overheat throughout testing of the whole.